Manufacturer narrative:
D9 - date returned to mfg: 1/14/2026 received one (1) used. List #123390488, primary plum set with one (1) used. List #unknown, quadfuse admin set connected to one (1) used. List #unknown, 50ml norm-saline 100ml bag with one (1) used. List #unknown, 50ml norm-saline 250ml bag connected one (1) used. List #unknown, 50ml norm-saline 500ml bag for inspection. As received, the filter was wetted out. Received one (1) photo of the set in a bag. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Additional contact information (B)(6).

Event description:
An incident involving a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch reported that leakage at the filter vent occurred during infusion. There was patient involvement and no harm/adverse event reported.